Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: radiguide sl3.5 6fr. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified 90% stenosed proximal left anterior descending (lad) coronary artery. A 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation of the bdc there was no resistance felt during removal of the stylet or protective sheath, air aspiration was performed outside the anatomy and the balloon was soaked prior to use. The bdc was advanced with no resistance to the lesion and crossed. Upon the first inflation to 12 atmospheres the balloon ruptured. The bdc was removed with no resistance from the anatomy. The device was replaced with a non-abbott bdc to complete the pre-dilatation and the procedure was completed with the successful implantation of a 3.25 x 28 mm xience alpine stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.